Manufacturer narrative:
H3 ¿ analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that because they were unable to get csf (cerebrospinal fluid) flow from the spinal segment, the catheter was replaced. During explant, small precipitate was noted at the tip of the catheter possibly indicating that the tip of the intrathecal catheter was blocked/clogged. A new pump was also implanted per the hcp¿s judgement as it was coming up on the 5 year mark of use, so the hcp decided a full system replacement would be best as long as they were replacing the catheter.

Manufacturer narrative:
H3: the 8598a catheter was returned for analysis and identified mdd catheter/catheter body/dark residue occlusion in dispensing holes - event related the 8596sc catheter was returned for analysis and identified mdd catheter/sc connector/coring-tears-cuts in seal/meets leak criteria per ndhf1162-113599 the pump was returned for analysis and identified no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving fentanyl (2000mcg/ml at 100mcg/day), bupivacaine (19mg/ml at 0.949mg/day), and unknown morphine (15mg/ml at 0.75mg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient was not receiving drug therapy. A catheter dye study performed in (B)(6) 2023 showed that the catheter was not able to be aspirated. There were no applicable environmental, external, or patient factors that may have led or contributed to the issue. A surgery was performed to replace the pump and the intrathecal catheter. The issue was resolved at the time of the report.

Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 8598a; product type: 0184-catheter; implant date (B)(6) 2013; explant date (B)(6) 2023; serial/lot : (B)(6), ubd: 19-dec-2014, UDI: (B)(4). Brand name ; product ID 8596sc; product type: 0184-catheter; implant date (B)(6) 2013 explant date (B)(6) 2023; serial number: (B)(6); ubd: 29-may-2015, UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.